Event description:
It was reported that the ilet pump was dropped on ice, resulting in a cracked display and an unresponsive touchscreen, after which the user was unable to rewind or deliver insulin and did not promptly transition to prescribed alternative therapy; the device will be returned and the user reported the ability to sync data prior to shutdown. Symptoms included hyperglycemia with a peak of 401 mg/dl blood glucose. Outcomes included the need to switch to subcutaneous insulin via pen per healthcare provider orders and interruption of insulin delivery. Investigation included collection of event details, verification of shipping and return logistics, user education on shutdown procedures, and data synchronization instructions for analysis. Investigation of this case revealed user handling damage to the device display leading to loss of input functionality and consequent high glucose when insulin delivery ceased and alternative therapy was not initiated in a timely manner. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage to the device with subsequent user error in treatment transition.